Event description:
An arterial blood sample was drawn from an adult pt using a 195 mikrol syringe. When analyzed on two different abl 735 blood gas analyzers, the sample resulted in the two different values cthb = 7.9 mmol/l and cthb = 5.4 mmol/l. There is no allegation of death or serious injury in the reported info.

Manufacturer narrative:
Still under investigation.